Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specifications. However, unit received with corroded battery tube. No low battery alerts, weak battery alerts, battery out limit alarms or failed battery test noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners and battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump batteries are continuously drained even after installing new batteries. Customer indicated that they have received low battery, bad battery, weak battery and battery out limit alerts and alarms. Customer's blood glucose was unknown at the time of incident. Customer does not recall any significant events leading to the errors. Troubleshooting was done for errors but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that a new battery cap would be provided and to return the product for analysis.